Manufacturer narrative:
(B)(4). It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed. Additional information was received that the previous surgery was a hip replacement surgery which was not device related. Date of this report and date received by manufacturer : (B)(6) 2016.

Event description:
A report was received that the patient underwent a previous procedure wherein monopolar electrocautery was used and the ipg was damaged. It was unknown if the procedure was device related. The patient later underwent an ipg replacement procedure. Monopolar electrocautery is a known source of high voltage transient signal and current company labeling warns against the use of monopolar electrocautery. (Physician's implant manual 9055940-001).

Manufacturer narrative:
(B)(4).

Event description:
A report was received that the patient will undergo a revision procedure for an unknown reason.